Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon broached with a 9mm stem and when it was inserted it sat proud. The surgeon then broached with a 10mm stem and put the same 9mm stem back in. The stem still remained proud. The surgeon extracted the 9mm stem and rebroached with the 10mm broach. The 9mm stem was finally implanted without sitting proud. The event resulted in a 10 minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The broaches (pn: 51-203100, pn: 51-203090) involved in the complaint were returned to the manufacturer on october 28, 2015 and evaluated. The stem was not evaluated as it remains implanted. Examination of returned devices found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon broached to 9mm and when the stem was inserted it sat proud. The surgeon then broached to 10mm and put the same 9mm stem back in. The stem still remained proud. The surgeon extracted the 9mm stem and rebroached with the 10mm broach. The 9mm stem was finally implanted without sitting proud. The event resulted in a 10 minute delay.